Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported thin flap in a patient's right eye post lasik. Post-operatively, the patient has good vision and is stable. No surgical intervention was required. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
During onsite visit, the tm (territory manager) confirmed test cuts in test disc below specification. The tm adjusted z offset and completed system verification to specification. Patient data review shows there are no indications regarding geometry settings, device settings (energy, spacing), docking and procedure time that could describe the creation of a thin flap. The pictures of the treatment report do not indicate thin flaps. Assumption of thin flaps is made of the entered flap thickness and flap lift measured value. The root cause could not be determined conclusively. The possible root cause could be an adjustment of the z-offset. (B)(4).